Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor would not zero. Event occurred during rep use testing of sensor, prior to use on patient. Another was used to complete the procedure. There was a 60 minute delay but no adverse consequences.

Manufacturer narrative:
The component was returned for evaluation. Visual inspection found that the codman label was faded and there was suture attached to the catheter material. The sensor was tested and was unable to be zeroed. Sensor ohm testing failed. A review of both component and finished good manufacturing records found no issues. Based on their evaluation of the device, the supplier was able to confirm the reported issue; however, the cause of failure was unable to be determined. It is possible that the sensor ohm failure could be related to electrostatic discharge; however, this could not be conclusively determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). A review of manufacturing records found no discrepancies when the device was released to stock. Upon completion of the investigation, a follow-up report will be submitted.